Event description:
Complainant is a medical officer for a fire department and is responsible for repair of medical equipment. The department has three backboards used for transportation of suspected spinal injury patients. The complainant reported that the backboards, which are made of polyurethane, are showing stress cracks and deformities in the plastic. He is concerned that the cracks could result in the boards not being able to carry their weight capacity. He stated that if users are unaware of the stress cracks, the problem could potentially result in a pt injury. He was also concerned that the stress cracks may be related to a mfg problem. The complainant stated that he has spoken with employees of an ambulance co who have also been experencing the same problems with these particular backboards. He stated that the boards were purchased some time in med 1996 and should not be showing this kind of problem. He plans to dispose of the boards.